Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined. No injury or medical intervention was reported.